Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported that the patient was eight years postoperative from a hyperopic lasik procedure with central corneal irregularities. The lens was exchanged for a difference model. In a follow up, the surgeon reported the outcome for the patient as "excellent". The surgeon further reported he did not feel the device caused or contributed to the event.

Manufacturer narrative:
The product was not returned for analysis. Result from the product history record review indicated the product met release criterial. There have been no other complaints reported in the lot number. Additional information was requested on 11/23/2008 by fax and mail. A completed questionnaire was received on 11/26/2008 and 12/09/2008. This report was mailed to FDA on: 12/19/2008.